Event description:
A report was received that the patient's lead incision site was swollen and red. The physician, suspecting infection, placed the patient on oral antibiotics. The patient has finished the antibiotic and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient's lead incision site was swollen and red. The physician, suspecting infection, placed the patient on oral antibiotics. The patient has finished the antibiotic and is reportedly doing well